Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump is not alarming, and that he has never heard his pump beep or vibrate. His blood glucose at the time of incident is unknown. The customer states his alert type was set to beep. Troubleshooting was initiated for the beep anomaly, and the customer was assisted in changing the alert type to vibrate. The self test failed, so the customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.